Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The mother reported that 3 days prior she noticed that the user has stopped hearing with the device. There was no incident of trauma or accident, or swelling at the implant site reported. The user was re-implanted with a mi1000 concerto +form24.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that about 3 days ago she noticed that the user has stopped hearing with the device.